Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35, serial#: (B)(4), description:scs phiii ext 35cm. Model #: sc-4316, lot #: 17279174, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the extension site. Symptoms include fever, headache, heat, and drainage around the extension site. It was difficult to assess if the infection was caused by the device or procedure due to patient¿s health history. The patient was prescribed with antibiotics. The patient underwent an explant procedure.